Event description:
It was reported during an incoming inspection foreign matter was identified within ten statlock pouches. No further information was provided. This report addresses all ten devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material present in package is confirmed and was determined to be manufacturing related. One photograph of a maquet sl iab statlock was returned for evaluation. An initial visual observation of the photograph showed the clear side of a statlock packaging with a red square highlighting the presence of a hair-like material within the packaging. The packaging appeared to be sealed and contained one statlock, one foam tape strip and one skin prep pad. No evidence of use was observed in the sample in the returned photograph. The observed material within the packaging was determined to likely have been caused by a manufacturing issue. The investigation has been forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes. Photo samples were not returned for the 9 other occurrences reported; therefore, these occurrences are inconclusive.